Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath and dilator inside the introducer were not properly fixed and were unstable due to a crack. It was noted that as a result, the physician had some trouble putting it into the patient's vein. The introducer was abandoned and replaced. No patient complications have been reported as a result of this event.